Event description:
The customer reported all the indicator lights were on during maintenance involving an olympus xenon light source. There was no patient involvement reported.

Manufacturer narrative:
Date of event is unknown. Additional information will be provided once available based on the results of the investigation, and since the device was not returned for evaluation, the definitive root cause of the reported issue could not be determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.